Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: thumb advancer did not advance. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in use of the starclose device, attempted arteriotomy closure after an unspecified procedure. The thumb advancer could not be moved fully forward. Therefore it was not possible to split the sheath. Hemostasis was achieved with a non-abbott closure device. There were no adverse patient sequelae. Though requested, no additional information was provided.